Event description:
During an atrioventricular nodal reentrant tachycardia procedure there was a delay. The procedure was started with ensitex dws 9 (v5.0.1) and his, cr, and hra catheters were inserted in the patient. All the catheters appeared elongated and stacked on each other. Though the egms and surface signals were fine. The system was rebooted with no resolution. A new case was started but an amplifier issue occurred and tech support was called. Everything had to be disconnected from the amplifier to get it to boot up correctly. After that, there were several impedance errors and geography could not be collected. The catheters were unable to show or were distorted. The navx patches were replaced with no resolution. A tactiflex catheter was used but the same issue occurred with the catheter appearing distorted in navx. In voxel mode, the se gumball kept having "invalid shaft electrode data" and "poor impedance data" errors. Shadows were dropped, and the force arrow was working as expected but could not collect data. The procedure was completed with using fluoroscopy and signals. Further troubleshooting at a later date determined that the issue was the dws which has been since replaced.

Manufacturer narrative:
One ensite x display workstation (dws9) z4 was received for evaluation. The reported event was not able to be duplicated. Hardware evaluation testing was successful. Based on the investigation, and information provided to abbott, the reported event was not able to be confirmed, and the root cause remains undetermined. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.